Manufacturer narrative:
(B)(4).

Event description:
(Os 16998) the dentist reported that 1 month after the dental implant was installed in intraoral region #19 it was verified its non-osseointegration. Pt presented low bone quality and immediate load was not performed.